Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 360 mg/dl. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.